Manufacturer narrative:
Additional information was received that the patient will no longer undergo the revision procedure. There is no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg had moved. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg had moved. The patient will undergo a pocket revision procedure.